Event description:
Pt underwent kyphoplasty in 2004 on t6,t7,t8, and t9 at medical center. The pt later presented with increasing back pain and was evaluated in 5 days. An MRI revealed a large epidural abscess. The pt was transferred to another hosp. No antibiotics were started at the time of the transfer. At the hosp, the abscess was drained percutaneously under fluoroscopic guidance. It is unk if antibiotic therapy was started at that time. A culture of the abscess drainage was negative. Later the pt was admitted to medical ctr for increasing pain and a thoracotomy was performed. The abscess discovered extended from t5-t10 with damage to the vertebral bodies, discs and head of the rib at t8. Corpectomies of t8 and t9 and arthodeses of t7 and t10 were performed. A device (type not specified) was implanted from t7-t10 as well. Despite a previous negative culture, the cultures taken at the time of this surgery grew staphylococcus epidermidis and the pt was treated with vancomycin. The operative note diagnosis was discitis/osteomyelitis. No follow-up info on the pt is available. How and when the infective agent was delivered into the pt's body are unk. No info available demonstrates that the infective agent was present in the suspect medical device made subject of this report.